Manufacturer narrative:
Patient information was unavailable from the site. The onyx les will not return as it was consumed in the event. Therefore, product analysis cannot be conducted. Additional information was requested, including device information, however it has not been provided. The cause of the reported event cannot be reliably determined, however, based on the information on this case and review of the instructions for use (IFU), the likely cause of the reported events is procedure related. Mdrs from this event: 2029214-2017-00999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter broke in the middle section during onyx injection. Onyx came out of the broken catheter and the proximal anterior choroidal artery was occluded. Part of the catheter was left in the distal anterior choroidal artery. The procedure was not completed and the patient has a permanent paralysis. The patient was receiving onyx embolization to treat an avm located in the anterior choroidal artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter broke in the middle during onyx injection. Onyx came out of the broken catheter and the proximal anterior choroidal artery was occluded. Part of the catheter was left in the distal anterior choroidal artery. There was also a leak observed 'below' the separated section. Intra-arterial tirofiban was administered to the patient and the procedure was not completed. The patient has permanent paralysis of the hand and foot. The patient was receiving onyx embolization to treat an avm located in the anterior choroidal artery. There was little vessel tortuosity. The catheter was inspected prior to use. The reported device and any accessory devices, including onyx were prepared as indicated in the IFU and the catheter was flushed as directed. The catheter tip shape was good during preparation. The injection rate was in accordance with the IFU and the physician did not pause during injection. There was no reported reflux on the catheter. Force was applied during removal as the catheter was broken.

Manufacturer narrative:
Patient information - correction. If information is provided in the future, a supplemental report will be issued.